Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence to suggest that a liberty select cycler or liberty cycler set malfunction or product deficiency was associated with the event. Furthermore, the patient had a concomitant malpositioned pd catheter which may have been a contributing factor in this case.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, it was initially reported that the peritonitis may have been due to the malposition of the patient¿s pd catheter (not a fresenius product). It was stated that the patient had planned surgery to remove the catheter. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain, nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse stated that the patient was receiving unknown antibiotic therapy and was switched to hemodialysis while hospitalized. Additionally, the nurse confirmed the patient¿s pd catheter was malpositioned and that repositioning surgery was planned. The patient remained in the hospital at the time of follow-up. The nurse stated that the exact cause of the peritonitis event was unknown. However, it was confirmed that the patient did not have any fluid leaks or any other issues with fresenius products in relation to the event. It was reported that the event could be associated with the malpositioned pd catheter.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient was hospitalized for peritonitis. There were no reported allegations that the event was caused by fresenius products. Rather, it was initially reported that the peritonitis may have been due to the malposition of the patient¿s pd catheter (not a fresenius product). It was stated that the patient had planned surgery to remove the catheter. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain, nausea and vomiting. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results were not available. The nurse stated that the patient was receiving unknown antibiotic therapy and was switched to hemodialysis while hospitalized. Additionally, the nurse confirmed the patient¿s pd catheter was malpositioned and that repositioning surgery was planned. The patient remained in the hospital at the time of follow-up. The nurse stated that the exact cause of the peritonitis event was unknown. However, it was confirmed that the patient did not have any fluid leaks or any other issues with fresenius products in relation to the event. It was reported that the event could be associated with the malpositioned pd catheter.